Manufacturer narrative:
The product was not returned for evaluation. Therefore, this event is reported based on the information provided by the customer. The customer reported that a patient injury due to the usage of a posey alarm and a medline sensor. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that never connect a posey alarm to other manufacturers' sensors. Additionally, the IFU states to test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor pad, at this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# 2020-01085.

Event description:
Matt reported a patient injury due to the usage of a posey alarm and a medline sensor. We will have the alarm evaluated due to the reported information. No gtin provided or troubleshooting completed. Reported info was provided via email. The date the issue was discovered is unknown.